Manufacturer narrative:
(B)(4) (B)(6) (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. On (B)(6) 2007: underwent total vaginal hysterectomy, left salpingo-oophorectomy, right salpingectomy, posterior colporrhaphy with avaulta mesh and trans-obturator sling. On (B)(6) 2012: mesh revision surgery -underwent removal of vaginal mass and posterior vaginal repair for vaginal mesh erosion under general anesthesia.